Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed on monday') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("fatigue"), disturbance in attention ("inability to concentrate"), myalgia ("muscle aches"), pyrexia ("fevers") and eye irritation ("burning eyes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, disturbance in attention, myalgia, pyrexia and eye irritation outcome was unknown and the headache and feeling abnormal had not resolved. The reporter considered disturbance in attention, eye irritation, fatigue, feeling abnormal, headache, medical device removal, myalgia and pyrexia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed on monday') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"), feeling abnormal ("brain fog"), fatigue ("fatigue"), disturbance in attention ("inability to concentrate"), myalgia ("muscle aches"), pyrexia ("fevers") and eye irritation ("burning eyes"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, fatigue, disturbance in attention, myalgia, pyrexia and eye irritation outcome was unknown and the headache and feeling abnormal had not resolved. The reporter considered disturbance in attention, eye irritation, fatigue, feeling abnormal, headache, medical device removal, myalgia and pyrexia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.